Manufacturer narrative:
The returned shortening guide/bolt/bottom plate construct was examined visually under magnification. The shortening guide has a k-wire piece stuck within it. When measured using a pair of calipers, the k-wire remnant measures .059", which indicates an incorrect .059" k-wire was used in conjunction with the ulna shortening guide (.054" k-wires are included in the set for use). Overall, there is some wear present on the shortening guide overall, but none significant enough to be the root cause of the complaint overall. Finally, the bottom plate of the construct is stuck within the dovetail of the shortening guide in the incorrect orientation, without alignment of the arrows as specified in the surgical technique. Additional mdrs associated with this event: 3025141-2019-00219: guide left, 3025141-2019-00221: guide locking bolt.

Event description:
While using the ulnar shortening guide, the surgeon was trying to put the guide together. He torqued the screw into the slot, causing it to strip the us reduction peg. This caused an hour delay in surgery.